Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed bruising and pain while wearing the lifevest. The patient reported feeling pain and not being able to really use his right side as well as dark bruising where the electrodes sit. The patient reportedly went to the ER for the pain. The patient reported believing that the pain was due to a pinched nerve and that the extra wires on the lifevest hang down and press/pinch his skin. The patient was prescribed muscle relaxers. The patient reported that he was still in pain and was unable to physically put on the lifevest. Follow-up indicated that the patient had passed away and the medical outcome of the report bruising and pain is unknown.